Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient developed an epidural hematoma after the permanent trial on (B)(6) 2018. It was reported there were no signs of complications and the patient had effective therapy in post-op. Later in the evening after post-op, the patient was in the emergency room (ER) for a possible hematoma. As a result, the lead was explanted on (B)(6) 2018.

Event description:
Additional information provided the patient did not have a hematoma and there was no issue with sensory or motor function. The physician is not advising another implant.